Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module audio / video (pmav) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the customer reported complaint. The pmav was tested on in-house testing system. Upon power on, the pmav logged error 307, the pmav was not present on the gemini laptop app. The video branch board has failed. The complaint regarding the system error was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting system errors, an investigation was conducted to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, the reported event was confirmed. The fse replaced the personality module audio/video (pmav) to resolve the issue. The pmav has not been received for failure analysis investigation. A follow-up MDR will be submitted if additional information is obtained. Based on the information available at this time, this is being classified as a reportable event due to the following conclusion: the customer converted to laparoscopic surgery and later open surgery after the start of the procedure due to an error message 307 pointing to the pmav.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the system reflected error message 90. The customer rebooted, but the system started back up with error message 307 pointing to the personality module audio/video (pmav). Another reboot was performed by disconnecting the external monitor cable connection and turning the vision side cart (vsc) circuit breaker, but the issue persisted. The procedure was then converted to laparoscopic surgery. On 09-feb-2023, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the system was tested before the operation. The system could no longer be moved, all arms were fixed. The endoscopy image was partially missing. Laparoscopy could not be performed due to the trocar positions. The operation was delayed by about 60 minutes. Therefore, first there was a conversion to conventional laparoscopy and then later to open surgery. The patient was discharged symptom-free.